Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. Very little information is available on this complaint as the patient was not keen to answer questions on the issue. It is not known when the alleged issue started. It is not known how the patient manages her diabetes or whether she made any changes to her usual diabetes management routine in response to the issue she experienced with the meter. The patient reported, date/time unknown, she experienced symptoms of ¿shaking, dizzy¿. It is not known if she administered any treatment for her symptoms. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked her through a test. The issue was resolved. Although there is also no evidence that the device malfunctioned as the issue was resolved during troubleshooting, this complaint is being reported because the patient reportedly developed symptoms indicative of a serious injury after the alleged meter issue began.